Event description:
(B)(4) clinical study. It was reported that during a stenting treatment procedure,a dissection occurred. Index procedure: (B)(6) 2012 - the patient presented with silent ischemia. The 99% stenosis in the distal left anterior descending (lad) artery was treated with pre-dilatation using a 2.0 x 30mm apex balloon. During pre-dilatation a linear dissection occurred. The physician placed a 2.25 mm x 32 mm (B)(4) stent, with 0 % residual stenosis. The 60% stenosis in the mid lad was treated with pre-dilatation and placement of a 2.5 mm x 12 mm (B)(4) stent, with 0 % residual stenosis. The patient was discharged the next day on aspirin.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).